Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid data. It was additionally noted that the right atrial (ra) lead exhibited occasional undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.